Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the guide wire was received with a fracture and kinks. The visual and tactile inspection noted that the core wire was fracture at 129.2cm approx. From the distal end, and there were kinks along the body of the guide wire. All the outer diameter measurements are within the specifications. The fractured section was sent to mtac lab for fracture analysis: the fracture on distal side occurred due to a wear reduction of the cross-sectional are followed for torsion overload, fracture on proximal side occurred due to a wear reduction of the cross-sectional are followed for fatigue event. Both samples show presence evidence of copper which indicates that the burr came into contact with the guide wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a rotational atherectomy treatment procedure, the burr became stuck on the guide wire. The 90% stenosed lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The 1.75mm rotablator rotalink plus burr was advanced with resistance through the 7fr non-bsc guide catheter. The burr became stuck in the guide catheter and on the floppy rotawire guide wire. The burr and floppy rotawire guide wire were removed as a unit. The procedure was completed with a new rotalink plus unit and rotawire guide wire. No patient complications were reported and patient status was reported as good. However, product analysis revealed a guide wire fracture.